Manufacturer narrative:
A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation as the pump was not returned to the manufacturer for evaluation. It was communicated that the patient remained ongoing on pump support until expiring on (B)(6) 2015, and the pump was not explanted (reference MFR's medwatch # 2916596-2015-00190 for the event regarding the patient outcome). A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported by the hospital personnel that the patient refused to be transferred to the implanting center. It was also reported that the patient requested to be placed in the dnr (do not resuscitate) status due to long term illness and poor prognosis.

Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient has had multiple readmissions for gastrointestinal (gi) bleeding and anemia, possibly related to home hemodialysis and hypotension. An endoscopy was performed and the patient received blood transfusions. The patient continues to be medically managed.